Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reformatted the hard drive and reloaded the system software. The cso aperture and equipment were ordered. No further info is available.